Event description:
The baxter ipump appears to have a potential fault in its security system. On page 9 of the "quick programming guide" that accompanies the pump, there is the description of a method to "prime" the pump even without knowledge of the security code. If this info was understood by the pt they could potentially "prime" the pump repeatly which would actually result in them receiving large, unordered doses of medication.